Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leaking reservoir. Patient involvement unknown.

Event description:
Additional information was received: this device was not being used on a patient during the point of failure. It was caught during a pre-procedure check.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Additional information: a1, b5, d4: UDI section, d10, h3 and h6 - health effects and evaluation codes. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with a cracked water tank cover on the bottom right. The global display label was dented. Lcd was cracked. Enclosure is cracked under the quick connect. Microswitch was bent. Printed circuit board (pcb) was missing an led. Corroded quick connect. Pump was not circulating. Functional testing found the device was leaking from the cracked water tank cover. Complaint was confirmed. Root cause was attributed to the cracked water tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.